Event description:
A customer reported that the lamp turned off by itself during a vitreo-retinal procedure. An alternate light source was used to complete the case. There was no delay and no harm to the pt.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause be determined conclusively. (B)(4).